Event description:
During an atrial fibrillation procedure, the advisor hd grid x catheter became entangled with the ablation catheter. When attempting to move the advisor hd grid x catheter to the ripv, it would not maneuver. At this time a magnetic sensor issue appeared. On x-ray, it could be seen that when the diagnostic catheter was moved, so was the ablation catheter. The ablation catheter was then pulled back into the sheath, freeing it from the diagnostic catheter. The catheters were separated and the advisor hd grid x catheter was removed. There were no withdrawal difficulties noted once separated. The advisor hd grid x catheter was checked and no visible damage was noted. The diagnostic catheter was then reinserted and the cables were reseated with no resolution. The advisor hd grid x catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One bi-directional, curve d-f, sensor enabled, advisor hd grid x mapping catheter was received for evaluation. The paddle assembly was found bent and damaged. Evidence in the event description shows that the IFU was not followed by the user. Advisor hd grid x instructions for use (IFU) artmt600333031 ver. A state, "do not use force to advance or withdraw catheter when resistance is encountered." In addition, the IFU also states, "to prevent entanglement with concomitantly used catheters, use care when using during use of the catheter." The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the device entanglement is consistent with not following the instructions for use.